Event description:
Equashield (35 ml) syringe safety mechanism broke while using with chemo drug. Pharmacy technician (B)(6) was preparing fluorouracil and hit the side of the syringe to remove bubbles. Heard snap and small amount of liquid dripped out of the syringe onto the hood deck. Ashton carefully pushed the volume back into the vial and grabbed a new syringe. Pharmacy technician (B)(6) asked (B)(6) to set broken syringe to the side so she can reach out to the company herself. The small spill was cleaned up and disposed of appropriately.